Event description:
It was reported by customer that they had been hospitalized for blood glucose levels on (B)(6) 2014. Customer stated their blood glucose levels dropped while asleep and they went unconscious. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were air bubbles in infusion set tubing. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited infusion set and device did not alarm. Customer's blood glucose level was 105 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.